Manufacturer narrative:
Block h6: imdrf patient code e230101 captures the reportable event of fever. Imdrf impact code f08 captures the reportable event of hospitalization. Imdrf impact code f14 captures the reportable event of prolonged episode of care. Block h7 and h9: added type of remedial action and the correction/removal reporting # information. Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted duodenal to jejunum to facilitate drainage between the duodenum and jejunum during an endoscopic ultrasound (eus) dudenual-jejunumstormy procedure performed on (B)(6) 2025. During the procedure, the first flange could not expand smoothly. After waiting briefly (about 10-15 minutes), it still failed to expand. The physician then attempted to use the deployment system to pull out the first flange. This step was repeated multiple times until the flange finally expanded. The stent was reported to be implanted, and the procedure was completed. It was noted that the patient required hospitalization due to contrast leaking into the peritoneum and a fever. Note: note: it was reported that the axios stent was implanted to facilitate drainage between the duodenum and jejunum. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated for use in the treatment of duodenal-jejunal drainage. Note: it was reported that the handle was rotated. The axios stent and electrocautery enhanced delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Manufacturer narrative:
Block h6: imdrf patient code e230101 captures the reportable event of fever. Imdrf impact code f08 captures the reportable event of hospitalization. Imdrf impact code f14 captures the reportable event of prolonged episode of care.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted duodenal to jejunum to facilitate drainage between the duodenum and jejunum during an endoscopic ultrasound (eus) dudenual jejunumstormy procedure performed on (B)(6) 2025. During the procedure, the first flange could not expand smoothly. After waiting briefly, it still failed to expand. The physician then attempted to use the deployment system to pull out the first flange. This step was repeated multiple times until the flange finally expanded. The stent was reported to be implanted, and the procedure was completed. It was noted that the patient required hospitalization due to contrast leaking into the peritoneum and a fever. Note: note: it was reported that the axios stent was implanted to facilitate drainage between the duodenum and jejunum. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated for use in the treatment of duodenal jejunal drainage. Note: it was reported that the handle was rotated. The axios stent and electrocautery enhanced delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope".